Event description:
During the week of (B)(6) 2011, infusion device was returned from the pt. On (B)(6) 2011, pump support was notified of receipt of pt's infusion device by the evaluations lab with a note stating button issues. On follow up call to pt on (B)(6) 2011, pt reported he returned the infusion device due to button issues. Pt stated both the up and down buttons on the device stopped working. Pt reported the issue began 2 or 3 weeks ago, or possibly 4 weeks ago while attempting to deliver a bolus. Pt stated the buttons pop back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Pt declined replacement pump stating he is going off of pump therapy. Infusion device has been returned.